Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side exchange with no complaint against the device. Patient later reported rupture via MRI. Healthcare professional later reported capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., g.2., h.6.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - capsular contracture: unable to observe as it is not related to the device. - rupture: observed an opening assessed as surgical damage also observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side exchange with no complaint against the device. Patient later reported rupture via MRI. Healthcare professional later reported capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Event description:
Patient reported right side exchange with no complaint against the device. Patient later reported rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.